Event description:
It was reported that during an in clinic follow up, patient presented with noise resulted in oversensing on their right ventricular lead. The lead was capped and replace on (B)(6) 2021. There were no patient consequences.